Manufacturer narrative:
Additional information was requested but has not been forthcoming. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the cause of the pvl cannot be confirmed. Per report, the autopsy findings revealed the transcatheter valve without any evident structural or mechanical defects. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Exact date of event is unk. Investigation is ongoing. Bibliography: m. Mangione, fernanda md, tannas jatene, md, alexandra gonçalves, md, phd, mmsc, gregory a. Fishbein, md, richard n. Mitchell, md, phd, marc p. Pelletier, md,c tsuyoshi kaneko, md, pinak b. Shah, md, charles b. Nyman, mbbch, douglas shook, md,ron blankstein, md, robert f. Padera, md, phd, and deepak l. Bhatt, md, mph. ¿leaflet thrombosis in surgically explanted or post-mortem tavr valves¿, jacc: cardiovascular imaging 10, no. 1 (2017): 82-85, http://dx.doi.org/10.1016/j.jcmg.2016.11.009.

Event description:
As reported through a journal article, a few days after the tavr procedure, the patient developed symptoms of heart failure, and a transesophageal echocardiography revealed moderate-to-severe aortic regurgitation. An edwards sapien valve-in-valve was placed, and a smaller leak was closed successfully using an amplatzer vascular plug. One month later, the patient underwent subtotal colectomy due to a colitis, and his warfarin was discontinued. The patient was discharged with aspirin, and approximately 30 days after that, he developed severe respiratory failure and expired. Autopsy findings revealed the transcatheter valve without any evident structural or mechanical defects.